Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
The item number reported was incorrect and did not align with the description of problem. Because the event was not reportable, the record was canceled internally. Upon review of the record contents, it was discovered a data entry error occurred. With the correction of the data entry error, determined the item was an implant removed. And, therefore, reportable.

Event description:
Implant failed to osseointegrate.